Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver gablofen [2,000.0 mc g/ml] at a dose of 2,348.4 mcg/day, indicated for intractable spasticity and cerebral palsy. It was reported that a multiple motor stalls/motor stall recoveries occurred; the return product information was received that included session data reports indicating that a motor stall occurred on (B)(6) 2016 at 12:45 followed by a motor stall recovery at (B)(6) 2016 at 14:54, and a motor stall on (B)(6) 2016 at 14:07 followed by a recovery on (B)(6) 2017 at 14:38. It was unknown what caused the motor stalls and motor stall recoveries seen in the logs. It was unknown if any troubleshooting was done related to the motor stalls. It was unknown if any actions or interventions were required to resolve the motor stalls. No patient symptoms were reported.